Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon called to discuss a pt he performed a hip replacement on (B)(6) 2005. Pt had been complaining of pain. Pt was seen on tuesday, (B)(6) 2010. Pt asked if the product was on recall notice.